Event description:
It was reported that patient was experiencing recurring incontinence due to urethral atrophy at the cuff site. Artificial urinary sphincter (aus) cuff and pump were removed (prb was left behind), and all new components were placed. No adverse patient effects. Additional information was received. Cuff size changed from 4.0 cm to 5.0 cm. Correct size was initially placed in the right location.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The cuff component was visually inspected, microscopically examined, and tested for leaks. Analysis of the cuff identified no damage or irregularities that would impact cuff function. Based on the results of this investigation, no escalation is necessary. 72404127; 0182016013; control pump fgs iz. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The pump component was visually inspected, microscopically examined, and tested for leaks. Analysis of the pump identified no damage or irregularities that would impact pump function. Based on the results of this investigation, no escalation is necessary. 72400024; 1000001804; balloon fgs 61-70 cm. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The balloon component was visually inspected, microscopically examined, and tested for leaks. Analysis indicated a tear in the adapter shell due to sharp instrument damage that is consistent with explant. Since the damage most probably occurred during explant it is considered a secondary failure and not a product malfunction. The balloon was not functionally tested due to the adapter shell tear. Based on the results of the investigation, no escalation is necessary.

Manufacturer narrative:
72404127, 0182016013, control pump fgs iz. 72400024, 1000001804, balloon fgs 61-70 cm.

Event description:
It was reported that patient was experiencing recurring incontinence due to urethral atrophy at the cuff site. Artificial urinary sphincter (aus) cuff and pump were removed (prb was left behind), and all new components were placed. No adverse patient effects. Additional information was received. Cuff size changed from 4.0 cm to 5.0 cm. Correct size was initially placed in the right location.